Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. Extended investigation has been performed and there was no issue with the librelink application that would have led to the complaint. The user reported replace sensor error message when scanning a sensor with the freestyle librelink application. Successfully scanned and received glucose readings using a similar configuration (ios 16.3, 2.8.1.6120). No issues were identified with librelink application. Thus the complaint was unable to reproduce. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error issue was reported with the adc application in use with an iphone 8 (2.8.1.6120 software reversion) with ios version 16 operating system. Customer received a "error code" message and was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat, requiring third-party administration of glucose tablets, coke and pineapple juice for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error issue was reported with the adc application in use with an iphone 8 (2.8.1.6120 software reversion) with ios version 16 operating system. Customer received a "error code" message and was unable to obtain readings. As a result, customer experienced sweating and was unable to self-treat, requiring third-party administration of glucose tablets, coke and pineapple juice for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.